Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) part of the device's screen blanked out. The device displayed a "system fault 36" message. Complainant indicated that the clinician re-inserted the battery a couple of times, powered on/off the device and performed a 30 j test before continuing to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.